Event description:
A surgeon reported a patient who has severe glare and halos following intraocular lens (iol) implant surgery. In a follow-up phone call, the technician reported the iol was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested (B)(4) 2011 and (B)(4) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).